Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had motor or rewind error. Customer¿s blood glucose was unknown. Customer stated that insulin pump displays only one bar on battery life, even when batteries are brand new and insulin pump has rejected new batteries. Customer also stated that they had trouble in opening battery compartment. Insulin pump will not be returned for analysis.